Event description:
Facility reported that a patient stated that there is a bolt sticking of his unknown wheelchair, cutting into his skin. A facility nurse stated that the user claims a blot is sticking out of the unit, the issue cannot be verified and the exact bolt is unknown but the user alleges he has had cuts to skin. No alleged medical intervention.